Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing unexplainable elevated blood glucose of 408 mg/dl beginning in 2009. The pt's normal blood glucose level is 120-140 mg/dl. The pt reported that the infusion set becomes occluded and the infusion device does not display the proper e4 (occlusion) error. The pt changes the infusion set and blood glucose readings lower. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.